Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Additional tpk1001s leaking at the black ring. 3 from lot # 0001312580 and 2 from lot # 0001317345. This is report 5 of 5. (B)(6) 2020 customer response: no harm or intervention required for patient. During use on the patient. No apparent damage noted. The catheters that were kept were sent to our risk department. (B)(6) 2020: per risk, no sample available.

Event description:
5 additional tpk1001s leaking at the black ring. 3 from lot # 0001312580 and 2 from lot # 0001317345. This is report 5 of (B)(6) 2020 customer response: 1) no harm or intervention required for patient 2) during use on the patient 3) no apparent damage noted 4) the catheters that were kept were sent to our risk department (B)(6)2020: per risk, no sample available

Manufacturer narrative:
Pr 1373323 follow up emdr for device evaluation.